Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain.  Patient was seen at her physician¿s office on (B)(6) 2024. She stated that approximately one week ago her pain had returned. When looking at her controller screen it had the message ¿settings not available¿. The patient was unable to feel any stimulation. The patient denied any falls or adverse events. The patient¿s system was interrogated. A bad impedance of 40000 was found on electrode #11. Lead connectivity also displayed electrode #11 as red. This particular electrode was being utilized in her programming. The patient was programmed to her satisfaction by taking that particular electrode out of the equation. The patient will reach out to their rep if needed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.